Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The event report alleges the product was not used in a surgical procedure. The visual inspection of the returned product noted: the trocar balloon had a hole. The lock collar, valve seal and doors appeared intact. The obturator and inflation syringe were not received. An insufflation bulb was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during left inguinal hernia laparoscopic procedure, first balloon physically broke and the second balloon did not inflate . One of the balloons failed to deploy in the inguinal space, while another balloon was blown up and popped. Another structural balloon was used to complete the case. No patient injury.